Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens and the lens went into the eye upside down. The lens was removed with no reported patient injury and was not replaced.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Pt weight: unk (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Medical review. Results: visual inspection of the returned product showed a piece of a haptic plate was torn off and missing and there was a clear surgical residue on the lens. The lens was returned dry. Medical review - when the lens is being injected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside down. Once the surgeon realizes the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. The most probable cause of the event was user's error while loading/injecting the lens in the anterior chamber. (B)(4).